Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1089 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that unable to use due to poor clamp. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged clamp was confirmed, but the exact cause could not be determined from the sample analysis. One 5 fr dual-lumen powerpicc was returned for investigation. The sample appeared to be unused. The flow rate tag on the clamp affixed to the extension leg with the purple connector was bent inward and the position of the tag prevented the clamp from closing. While the exact cause of the observed damage could not be determined, it is possible that the tag was inadvertently damaged during the assembly process. A review of the complaint history showed no other similar complaints for this lot. The reported event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that unable to use due to poor clamp. No other information was provided.